Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and is unable to walk or bend her knee.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. It was reported that patient is experiencing pain. A complaint history search could not be performed and compatibility could not be assessed, as the lot numbers were not provided. A definitive root cause cannot be determined with the information provided.